Manufacturer narrative:
UDI # (B)(4). Complaint sample was not returned for evaluation therefore the failure analysis and determination of root cause was not possible due to the lack of information. No device history record (DHR) review was available for the lot number (wo160037). The reported complaint was not confirmed. Additional information received on 06aug2020: the cable was checked by the qa lab and it was confirmed that the cable did not fully light.

Event description:
N/a

Manufacturer narrative:
Additional information: UDI # (B)(4). Additional information received on 8/18/2020 indicated that the fibers were initially damaged at the connector, with some internal damage at the light and dark spots throughout the cable. The cable was damaged at the connector so it would begin to fail immediately as the fibers were damaged and exposed at the light entry point. The returned 001388lx9 was in used condition with the rubber sheathing melted and the cable producing dim light due to physical damage to the connector and resulting heat exposure. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the connector part of the cable to the 001388lx9 ul pro fused headlight got too hot after an unspecified surgery on (B)(6) 2020. The connector part of the black rubber sleeve has melted because of the heat. The procedure was completed with the reported product with no surgical delay and no adverse consequences to the patient. The issue was discovered after the procedure.